Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was sometimes unresponsive. During troubleshooting with tandem technical support, it was confirmed that the pump screen was responsive. The customer's blood glucose level was 200 mg/dl.